Event description:
During an implant procedure on (B)(6) 2025, the neurostimulator was accidentally cut between the circuitry and marker bands. The implanting clinician decided to leave the device implanted in the patient. There are no plans to explant the device and the doctor would like to see how the patient does with one neurostimulator before deciding anything about removal.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the implanting clinician used improper surgical technique which fractured the neurostimulator. The stimulator is used to treat pain. The cause of the fractured neurostimulator is due to improper surgical technique (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.